Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level was over 600 mg/dl and was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The high bg and dka were resolved. The customer was discharged the next day. The contact reported that the cause of the high bg was due to a pump malfunction; however, could not provide further information.